Event description:
It was reported that a ventricular leadless pacemaker (lp) failed to interrogate even after troubleshooting. The device was deactivated and unpaired from the atrial lp and patient developed dizziness during eating due to the lack of ventricular pacing. The ventricular lp was later explanted and replaced on (B)(6) 2026. Patient was stable.